Manufacturer narrative:
Device evaluated by manufacturer: the device was received in two pieces, loaded inside protective hoop. Visual inspection of the rotawire floppy 325cm guide wire, shows the wire fractured at 4 cm from ballweld, and the spring tip is bent. Both fractured sections were sent to sem (scanning electron microscopy) fracture analysis. Sem results: "the fracture site exhibited evidence of compression and tension indicative of a bending action. The fracture surfaces exhibited a fibrous appearing material that is actually the longitudinal grains of the wire. This is also representative of a bending action. No material anomalies were noted. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is considered handling damage as the event occurred prior to patient contact. (B)(4).

Event description:
It was reported that during the preparations for a percutaneous coronary interventional procedure, a broken rotawire was found. The lesion was located in the left anterior descending (lad) artery. Upon opening the package for the rotawire floppy guide wire, it was discovered that the wire was broken. No patient complications occurred. The patient status was stable.

Manufacturer narrative:
(B)(4): the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4)

Event description:
It was reported that during the preparations for a percutaneous coronary interventional procedure, a broken rotawire was found. The lesion was located in the left anterior descending (lad) artery. Upon opening the package for the rotawire floppy guide wire, it was discovered that the wire was broken. No patient complications occurred. The patient status was stable.